Manufacturer narrative:
(B)(4) - (co2 retention/hypercapnia).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that following the replacement the patient experienced increased lethargy and carbon dioxide retention. The patient was hospitalized. It was noted that creating a new catheter connection (refer to manufacturer report # 3007566237-2013-02402) allowed better flow and resulted in overdose. A CT head imaging showed no changes. The dose was decreased from 900mcg/day to 96.1mcg/day on (B)(6) 2013. The reporter also noted that the patient was never comatose. The patient outcome was reported as recovered without sequelae. The device system delivered gablofen. It was later reported that the CT imaging was taken on (B)(6). The patient experienced hypercapnia and was given a bipap.

Event description:
It was reported that the patient was overdosed and went into a coma for 1-3 days after an implant of a new pump (refer to manufacturer report # 3007566237-2013-02402 for reason for pump replacement). The patient had been in the hospital for ¿several¿ weeks and had recently been released. The patient was no longer able to stay home alone and could not take care of herself. The patient¿s mother was very frustrated as no one "seemed to care" that the patient was not able to function like before the implant. The patient could eventually function on her but her capacity was diminished from what it was prior to the pump replacement. It was stated "I guess there¿s questions about how much damage might have been done through this incident". A therapist was coming daily to work with the patient. The drug being infused was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that, following the replacement (refer to manufacturer report # 3007566237-2013-02402), the dose was resumed at the same rate. It reportedly relaxed the patient¿s heart and lung muscles; the patient wasn¿t waking up and almost died. At the time of the event, the patient was receiving 900mcg per day of gablofen 2,000mcg/ml. No further new information was provided.